Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for an unspecified reason. During follow up by tandem technical support, the customer declined to provide further information. Report is being filed conservatively as it was unable to be determined if the hospitalization was related to a blood glucose event.